Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and correction to the with information inadvertently left out (g2 and h6). Based on the results of the updated investigation, it is likely the mechanism causing the reported event could be due to the following: 1. Due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2. Due to the described above ¿1¿, the basket was deformed. 3. The operating pipe broke at the welded portion. Therefore, it was unable to remove the basket portion from the patient's bile duct. However, a specific root cause of the reported event could not be identified.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: wire guided basket was deformed, and the pipe completely broke off which measured about 30.5cm long. The basket wires were also stressed, separated, broken, and cut off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (updated field d9 and h3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and investigation results of the past, it is likely that the suggested event occurred due to one of the following mechanisms: due to various factors such as the shape, numbers, hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. Due to in state of ¿1¿ description, the operating pipe was broken at the brazing joint. However, the root cause of the suggested event could not be specified. The event can be prevented by following the instructions for use which state: "do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotripter. The pipe or the basket wire may break and part of this instrument may remain in the body.". "Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1.". "A lithotripter cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotripter by considering that it may lead to damaging the instrument and that open surgery may have to take place.". "This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.". "During lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body.". "Do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body.". "Lower the endoscope¿s forceps elevator when performing lithotripsy. If lithotripsy is performed when the elevator is not lowered, the scope or the instrument may break and/or the calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body.". Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that during therapeutic endoscopic retrograde cholangiopancreatography (ercp) for stone extraction, the single use mechanical lithotriptor v metal rod attached to the handle snapped. The physician had to use the emergency handle to break the stone and retrieve the basket. This delayed the procedure by about 20 minutes while the patient was under general anesthesia. The problem did not impact the outcome of the procedure or patient condition. The physician opened another lithotriptor to complete the procedure successfully.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.